Event description:
A 13 mm small oval flexible polypectomy snare would not stay attached to the cable on the cautery unit. The cable was changed and the snare still would not stay attached to the cable. Another 13 mm oval flexible polypectomy snare from the same lot number was used and the same connection problem occurred.